Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unknown reason the patient's inflatable penile prosthesis(ipp) was removed and replaced with a spectra penile prosthesis (spp). A 21cmx14mm spp was implanted. Should additional information be received or product be returned, a supplemental report will be filed for the additional information and upon completion of product analysis.